Event description:
Tracheostomy pt had lost connection with the ventilator. Nurse was responding to an alarm related to the monitoring leads being disconnected for 1/2 hour when he was found. The pt was dnr, thus no more therapy administered. The ventilator alarms were not heard from the nurse's station. [See scanned page]